Event description:
It was reported that during pre-implant interrogation, this device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The device was exchanged to resolve the event and no patient involvement occurred. It is unknown at this time if the device will be returned for analysis.

Event description:
It was reported that during pre-implant interrogation, this device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The device was exchanged to resolve the event and no patient involvement occurred. It is unknown at this time if the device will be returned for analysis.